Manufacturer narrative:
Two portex endotracheal tubes polar were returned for analysis. The sample was received in used conditions. The returned sample was visually inspected at a distance of 12? To 16? And normal conditions of illumination. No discrepancies were found. The cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leak. Leakage was observed coming out from tears in the cuff. Of the 2 samples received, only 1 sample was tested due to the confirmation of reported failure mode. Of the 2 samples received, only 1 sample was tested due to the confirmation of reported failure mode. In order to reproduce failure mode and verify process controls, five samples from the part number were taken from production floor and were cut with a sharp object. Leak tests was performed to the five damaged samples in leak tester, no light was on and the mechanical arm was not activated, so the samples were rejected. Production performs a 100% inflation test to the inflation line and the cuff. Quality takes a sample using an aql 1.0 and a level inspection g-I in order to verify the visual inspection and audit leak test. The most probable root cause is that the cuff was damaged after it left the facilities due to the product is 100 percent eak tested. No corrective action is required as there is no information to suggest that the product become damaged during manufacture since product is 100 percent leak tested. Device history record: part number= 100-133-065. Lot number = 3247829 . Manufacturing date = 25 jul 2016. Quantity = 4950 units.

Event description:
Information was received that while device was in use, air leak around cuff had occurred. No medical intervention was required and no patient injury had occurred.